Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not received.

Event description:
It was reported, "on (B)(6) 2024, the patient was admitted to the hospital due to cerebral hemorrhage, and due to the needs of the condition, the patient was given an indwelling PICC infusion line. The tubing is broken. Immediately stop using the new catheter and replace it with a new one. Because the nurse found the problem before the operation, there was no substantial damage to the patient." No other information was provided.